Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument jammed. The hosp has reported no pt injury occurred.